Manufacturer narrative:
(B) (4)

Event description:
It was reported that the implant procedure went well and there were no issues or complications. The patient had good stimulation post op and there were no issues with programming and good paresthesia was obtained. During the weekend before the report, the patient contacted the doctor noting that he could not feel his legs. Surgery was done to remove the paddle lead. A blood clot (described as being 3 cm's) was found cephalad of where the lead was positioned. The patient had movement in one foot but did not have feeling in legs from the waist down. It was later reported that the patient could move his right leg. The patient was transferred to a rehab facility.